Manufacturer narrative:
Evaluation, results: (root cause could not be identified). Inherent risk of procedure (reaction). No results available since no evaluation performed (device or procedural images were not returned for review). Conclusions: (root cause could not be identified). Inherent risk of procedure (reaction). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Event description:
It was reported that the patient received a resolute integrity drug eluting stent which was implanted in the lad artery. Post implant of the device the patient has been experiencing breathing problems. Patient reported they had allergies to nickel but had not been tested. The relationship between the event and the device was not assessed.

Manufacturer narrative:
Results: predisposed event.

Event description:
Additional information: patient received a medtronic bare metal stent, not a drug eluting stent as previously reported.